Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 months and 1 day following the implant of this transcatheter bioprosthetic valve, the patient was seen at the emergency department for systemic pain and difficulty with body movements. At the time of hospitalization, the patient¿s vitals were stable. Subsequently, the patient had a complication with disseminated intravascular coagulation (dic) triggered by an infection. Antibiotic therapy was initiated. Blood cultures were performed, and the patient¿s antibiotics were changed. Subsequently, the patient¿s general condition and consciousness level worsened. 6 days later, tachypnea and suffering were observed. Continuous intravenous (IV) infusions of morphine hydrochloride were provided for palliative purposes. The patients pain disappeared, however, the patient¿s consciousness level and blood pressure declined, and the patient died 2 days later. The cause of death was septicemia.